Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/15/2018. (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: surg endosc (2013) 27:3000¿3002; doi 10.1007/s00464-013-2826-6.

Event description:
It was reported via journal article "title: aortic injury during laparoscopic esophageal hiatoplasty." Authors: oscar cano-valderrama, almudena marinero, andre´s sa´nchez-pernaute, inmaculada domi´nguez-serrano, elia pe´rez-aguirre, antonio j. Torres, citation: surg endosc (2013) 27:3000¿3002; doi 10.1007/s00464-013-2826-6. This case report aimed to present a (B)(6) year-old female patient with a type iii hiatal hernia who underwent laparoscopic mesh hiatoplasty. In the procedure, after the hernia was reduced and the sac dissected, the hiatus was closed using with three ethibond 0 sutures. Mesh was used to reinforce the diaphragm fixed with one central mattress suture to the previous closure of the crura and three more suture to the diaphragm. As the last suture was being completed, bright red blood filled the surgical field. The most frequent bleeding sources including phrenic vessels were methodically explored and discarded. The lower mediastinum was full of fresh blood and clots, which were completely removed to discover an ethibond suture inserted into the aortic wall as the source of the hemorrhage. The suture was taken out and the bleeding stopped. The mediastinum was re-explored to verify the complete cessation of the hemorrhage and mesh hiatoplasty and a floppy nissen fundoplication was proceeded. The most frequent vascular injuries are burns produced with coagulation devices used in surgery, electrocautery or harmonic scalpel. This case is a rare case of lesion caused by a suture. In this case, the stitch was fortunately found and its removal was enough to get a successful outcome. Aortic injury during laparoscopic esophageal hiatoplasty is a rarely reported, but possible complication that could happen while working close to the left crus of the diaphragm due to the proximity of the vessel.